Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The loading device and delivery device were no returned to the factory for evaluation. The seal and tension spring assembly was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The seal was observed to be intact with no cracks or delamination. The tension spring assembly was intact with no defects. No visual defects were observed. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube we unable to be taken. Based upon the received condition of the device, the reported complaint for "fitting problem" was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.